Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/28/2017 with the following findings: review of the black box data revealed multiple unexplained power on reset events recorded on (B)(6) 2017. A test cap was used to completed the investigation; no battery cap was returned with the pump. With the test cap securely in place, the pump powered on normally. Ez-prime sequence was successfully completed. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s interior components. (B)(4).